Event description:
It was reported that during a percutaneous coronary intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in a severly calcified and moderately tortuous distal left circumflex. The 3.0x12mm quantum maverick monorail balloon was used for predilatation. On the first inflation, the balloon was inflated to ten atmospheres and ruptured. The balloon was removed intact. The procedure was completed with a different device. The pt status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).